Event description:
It was reported that the patient was in the hospital unresponsive, with pneumonia. When initially reported on (B)(6) 2012, the hospital healthcare provider wanted to turn the pump off, and the report of hospitalization was confused in error as an overdose. It was later reported by the patient's pump management healthcare provider that the patient did not have an overdose, but was in the intensive care unit, unresponsive with pneumonia. The hospital provider wanted to turn the pump off, while patient was hospitalized, as they did not know if pump could contribute to respiratory illness. Patient had been at current dose on morphine for 1 and 1/2 years, and had been "doing well" with that pump dose. The patient's pump dose was decreased when they were transferred to another hospital for care, however it was unclear what that dosage change was. Patient outcome was reported as recovered without sequelae. The managing healthcare provider 'did not think pump played a part' in the event.

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).